Event description:
The customer reported that they have had issues with blood splatter on the max plus when removing the blood collection device and when they remove the vacutainer from the mbc6000. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
The customer could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.